Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced device non-use and underwent surgery to explant the magnet on (B)(6) 2019 in preparation for an upcoming MRI. The magnet will not be reimplanted, as of the date of this report.